Event description:
It was reported that during an unknown procedure, the staple of the device should not fire. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 03/20/2009. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.